Manufacturer narrative:
Investigation summary: a device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. No samples or photos were provided by the customer for investigation. No samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed.

Event description:
It was reported that a needle integra 25x5/8 rb tw had leakage. The following was reported, "material no. 305310 .batch no. 7027897. It was reported there was leakage. "Administered mmr vaccine with bd integra 3ml syringe and bd integra retracting needle combo. When administering mmr on the right thigh, the vaccine liquid leaked from the hub of the needle. The needle was properly screwed on and fully inserted into the subcutaneous tissue of the thigh. Unable to verify how much vaccine was administered into the patient. Per rn the patient will need to repeat the mmr vaccine in order to ensure the child received the proper dose of mmr."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle integra 25x5/8 rb tw had leakage. The following was reported, "material no. 305310; batch no. 7027897. It was reported there was leakage. "Administered mmr vaccine with bd integra 3ml syringe and bd integra retracting needle combo. When administering mmr on the right thigh, the vaccine liquid leaked from the hub of the needle. The needle was properly screwed on and fully inserted into the subcutaneous tissue of the thigh. Unable to verify how much vaccine was administered into the patient. Per rn the patient will need to repeat the mmr vaccine in order to ensure the child received the proper dose of mmr.".